Event description:
A report was received that the patient was experiencing severe pain at the implant site. The pain would improve by decreasing the intensity of the current or turning off the ipg. The physician performed a blockade with analgesic at the ipg site. The patient obtained partial pain relief.

Manufacturer narrative:
Additional information was received that the patient is also experiencing heating and a burning sensation in the implant area. The patient has decided to change the location of the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing severe pain at the implant site. The pain would improve by decreasing the intensity of the current or turning off the ipg. The physician performed a blockade with analgesic at the ipg site. The patient obtained partial pain relief.

Manufacturer narrative:
The returned ipg sc-1110-02 (serial (B)(4)) was analyzed and no anomalies were found.

Event description:
A report was received that the patient was experiencing severe pain at the implant site. The pain would improve by decreasing the intensity of the current or turning off the ipg. The physician performed a blockade with analgesic at the ipg site. The patient obtained partial pain relief.

Event description:
A report was received that the patient was experiencing severe pain at the implant site. The pain would improve by decreasing the intensity of the current or turning off the ipg. The physician performed a blockade with analgesic at the ipg site. The patient obtained partial pain relief.